Manufacturer narrative:
The customer returned three samples from the reported catalog 305934. Two samples were returned sealed and one sample was returned loose without packaging from an unknown lot. The returned sealed samples came from two different lots; one sample from lot 6050959 and one from lot 6081895. The two sealed syringes were visually inspected and no defects or issues were observed. They were activated without an issue and their safety mechanism did not break off. The one loose sample was returned without the safety mechanism. This is evidence that the safety mechanism broke, which could have led to the reported needle stick injury. A review of the device history record was performed for the potential reported lot numbers. Lot 6050959 was packaged from 5/12/2016 to 5/16/2016 and lot 6081895 was packaged from 4/26/2016 to 4/28/2016. Although there were zero (0) defects or notifications noted for any hub disengagement, there were seven (7) hub related quality notifications noted during the production of these batches. For lot 6050959 the following three (3) qn's were noted: broken core pin, incompletes in mold, and broken core pin in cavity. For lot 6081895 the following four (4) qn's were noted: broken core pin in cavity, incompletes in cavity, pulled cork in cavity, and cracked hubs on assembly. Based on the used sample received, bd was able to confirm the customer's indicated failure. An absolute root cause for this incident was not determined.

Manufacturer narrative:
The device used in this incident was discarded. The exact lot number used in this incident is unknown but two potential lot numbers were provided: the lot 6050959- medical device expiration date (B)(6) 2021, device manufacture date (B)(6) 2016. The lot 6081895- medical device expiration date (B)(6) 2021, device manufacture date (B)(6) 2016. Device evaluation: samples have been returned for evaluation. A supplemental report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported that following use, the employee was pushing up the safety shield of the suspect device when the shield fell off, resulting in a needle stick injury. The employee was examined and lab work was performed. At the time of report, the results were pending.